Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR's #1225714-2013-02010, 02011.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2013-02010 and 1225714-2013-02011. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received noted that the pt's experience was sudden in nature, which is alleged to have been caused by the product administered to the pt during dialysis treatment.